Event description:
It was reported that the haptic of a cq2015 three piece collamer lens was crimped while advancing in the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a haptic was bent. There was evidence of a clear surgical residue. Conclusion: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injectior and cartridge were not returned for evaluation.